Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air was being drawn in from the hemostatic valve. When the sound star eco catheter was inserted after puncture, air was being drawn in from the hemostatic valve of the vizigo short. No air was introduced into the patient. The patient has not exhibited any neurological symptoms since the procedure was completed. The issue was handled by replacing the sheath. After that, the procedure was completed without any problems.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's ref. # pc-(B)(4).